Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status light of the subject home monitor remained orange, even after different setup attempts and after changing the room. The home monitor has been left plugged into the mains for about five months without using it.

Event description:
Reportedly, the status light of the subject home monitor remained orange, even after different setup attempts and after changing the room. The home monitor has been left plugged into the mains for about five months without using it.